Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: an f/g, promus element, mr,ous 3.00x28mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. The 10th most proximal stent strut row was damaged; struts were lifted from the stent profile and bent back distally. The undamaged section of the crimped stent outer diameter was measured and the result was within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube break 212mm distal from the distal end of the strain relief and multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
Reportable based on device analysis completed on 25-may-2017.   It was reported that crossing difficulties were encountered.    The target lesion was located in the left circumflex (lcx) artery. A 3.00x28mm promus element ¿ drug-eluting stent was advanced however after a few repeated attempts, the device still failed to cross the lesion. The device was removed. No patient complications were reported and the patient's status was stable.   However, returned device analysis revealed stent damage and hypotube break at a portion that could enter the patient's body.